Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. Customer's blood glucose value was 180mg/dl. Customer declined to receive the replacement battery cap. Customer stated that she was getting failed battery test again. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o-ring. Device passed the idle current test, run current test, self test and off no power test. Device received with normal operating currents. No unexpected battery power loss, failed battery alarm and battery out limit alarm noted. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.